Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had intermittent high powers up to 10-12 watts for the past two weeks. The patient had a gastrointestinal (gi) bleeding and hemolysis evaluation was negative. They were taken off acetylsalicylic acid and were started on octreotide. Their international normalized ratio (inr) goal was decreased to 2-2.5 and their labs were being monitored. Their hemoglobin and hematocrit were trending up and was recovering from their gi bleed. The log files captured two power spikes above 10watts that were associated with pulsatility index (pi) events on (B)(6) 2022. Starting on (B)(6) 2022, the power and flow appear to have stabilized.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from 04sep2022 to 04oct2022. The pump operated above the low speed limit for the duration of the log file. The log file recorded power elevations on 20sep2022, 22sep2022, and 24sep2022. The power elevations were associated with pi events. The log file appeared to show the system operating as intended. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. Review of the device history records showed no deviations from manufacturing or qa (quality assurance) specifications. The heartmate ii lvas IFU is currently available. Bleeding is listed as an adverse event that may be associated with the use of heartmate ii lvas. The patient care and management section of the IFU discusses anticoagulation, including recommended inr (international normalized ratio) values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that if the system detects a pi event, the pump speed will automatically reduce to the low speed limit and slowly ramp back up. Pi events are assumed by the system during cases where there is a sudden and substantial change in pi. Some reasons for sudden pi changes include sudden changes in the patient's volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the cause of the reported power spikes was unknown, and that the patient was being monitored.